Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01232, 3005168196-2015-01234 and 3005168196-2015-01235. The device remained in the patient.

Event description:
The patient successfully underwent a coil embolization procedure for a ruptured saccular aneurysm in the middle cerebral artery (mca) using four penumbra coils 400 (pc400 coils). A three months post-procedure follow up visit confirmed recanalization of the aneurysm. A six month post-procedure follow-up visit confirmed the need for re-treatment of the aneurysm. However, three days prior to the scheduled re-treatment surgery, the aneurysm re-bled and the patient expired. The serious adverse effect:death, was adjudicated to have a possible relationship to the pc400 system, an unrelated relationship to angiographic procedure, and a definite relationship to aneurysm disease state.